Manufacturer narrative:
Submit date: (B)(6) 2015 an investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. This complaint was received by baxter (B)(6) on the (B)(6) from az sint lucas. The customer reports a leaking catheter. This was noticed by the homecare nurse. They tried to fix the catheter on (B)(6) but as this was too difficult a new catheter was placed on (B)(6) . There was patient involvement and no clinical consequences reported.

Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review therefore the reported condition could not be confirmed. There are no non conformances related to the reported issue. A lot number was not provided therefor a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. Because the sample was not returned, there is not enough evidence to determine what could cause this event. However the product specification was reviewed in order to identify the possible root causes for the catheter shaft leaking. The most probable root cause could occur during use caused due to the use of sharp objects, repeated clamping or other similar damage as described in the instructions for use. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. Manufacturing performs 100% visual inspection during production, which would identify nicks or cuts in the catheter assembly. This complaint will be used for tracking and trending purposes.